Event description:
It was reported that the patient had a loss of therapeutic effect and ¿was requiring much higher settings.¿ the patient indicated that this started ¿about six week ago and seemed to have stabilized.¿ the patient also experienced a surging sensation. The patient had notified her doctor and there was no known accident or incident related to the event. However, the patient mentioned that she had flown a couple of times and it seemed to happen when going in and out of a certain grocery store, ¿like it would turn off.¿ the patient stated that ¿it would stop working as well, so she would shut it off, then turn it on or take it all the way down as low as it would go then bring it back up and start again.¿ the patient did this several times and ¿every time she wanted to reset it, it wanted to go to a higher setting and it was less effective each time she had to do that.¿ the patient noted that she had not had to do this for the last month, but it was not working nearly as well as when she first got it. The patient clarified that ¿turned off¿ meant ¿it was not working, she no longer felt the sensation at all.¿ additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
Additional information received reports the patient had a loss of therapeutic effect. The patient states she woke this morning with major fecal symptoms. The patient states she switched back to her original program. The patient states she thinks the programmer was in a "programming mode". The patient states she waited an hour and then turned back on the programmer and the programmer was back in it normal mode. The patient explained the "programming mode" as when she uses the arrows to the left and right she was seeing other options. It was reviewed with the patient that it may have had the upper line of the programmer screen outlined instead of the bottom line. The patient looked and stated yes, that was it. The patient states she was on program 1 at 0.8 . The patient states all the other programs were at 0.0. The patient states she see the lightening bolt. The patient states her therapy was working well when she had it implanted in september and then her symptoms would gradually start returning. The patient states it was odd it would be sporadic. The patient states at the time she thought maybe she went through some kind of scanner or something that reset it. The patient states so she would turn it on and turn it off. The patient states having sporadic symptoms since last (B)(6) 2013. The patient states having a technician, manufacturer representative program her in april and it didn't work so patient have it reprogrammed july 15th. The patient states she was told she could change programs. The patient states she has increased her stimulation and she was at the max before it feels uncomfortable. The patient states by 1.0 it was very uncomfortable. The patient states the previous one patient had gone up to 2.8. The patient states all of her other programs were at 0.0. The patient states not getting a new programmer. The patient states she thought the technician had set up the settings. The patient states she was an engineer and she thinks the programmer was flakey because of the way her therapy was behaving. The patient states she had a x-ray done the first of july and nothing has changed. The placement was still in the same position. The patient states since the morning she turned off the ins(stimulator) for an hour and patient states she stopped having the symptom problem. The patient states she turned on the ins and turned it back to program 1 which was working better than program 2. The patient states she does not have record of what the original setting was at. The patient stated they were tracking settings and symptoms the patient states she would like to talk to the representative to coordinate an appointment.

Manufacturer narrative:
Concomitant products: product ID 3093-33, lot# va0886n, implanted: (B)(6) 2013, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).